Event description:
A customer reported experiencing occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with tandem technical support it was discovered that the customer was using humalog and lyumjev insulin in one cartridge. Tandem clinical support informed customer that lyumjev is off-label per the user guide. The off-label insulin usage led to a blocked cartridge. The customer changed pump supplies and resumed insulin therapy.